Event description:
A pt reported blood glucose results of "111 mg/dl" with a lifescan meter and "136 mg/dl" on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. No injury or harm was alleged.